Event description:
It was reported that while in the neonatal intensive care unit (nicu) the ai-07135 was inserted into the pt. Upon injecting contrast medium by using a syringe, the catheter burst below the juncture hub outside of the pt. As a result, the catheter was exchanged. The second catheter was inserted successfully. It is unknown if the therapy was delayed or interrupted. There were no reported pt complications. The outcome of the pt is reported as "good."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.